Event description:
A patient experienced shortness of breath ten minutes after the start of a dialysis treatment on a system 1000 hemodialysis device. CPR was initiated and the patient was intubated. The patient's family then requested that life support be halted and patient expired. Cause of death was reported to be due to a cardiac-respiratory arrest.